Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion and was unable to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had presented from the nursing home with 1 week of lethargy, altered mentation, and bradycardia with hypotension. X-ray showed fractures that were likely due to a fall. Examination showed extensive ecchymosis of the left thorax and left shoulder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.